Manufacturer narrative:
The insulin pump passed functional testings including displacement test, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. No motor error alarm noted. The motor was inspected and no drive/motor anomaly was noted. No cosmetic damage noted.

Event description:
Customer reported via phone call that they had a blockage of the artery that happened over time due to diabetes. Customer also reported experiencing high blood glucose of 328 mg/dl and double bypass surgery. Customer has treated with manual injections. Customer stated that the insulin pump delivers 0.5 units or sometimes more and then the piston stops working. The insulin pump was not exposed to a magnetic field. Customer was advised the device would be replaced and agreed to return the product for analysis.